Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to an aneurism in the right cylinder. The reservoir was retained. No other adverse patient effects were reported.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and detached connector / exhaust tubing were received for evaluation. No functional abnormalities were noted with the pump. An aneurysm was noted on the bladder of cylinder 1. This was not a site of leakage. No functional abnormalities were noted with cylinder 2. No functional abnormalities were noted with the detached exhaust tubing or either connector. Based on examination, it was concluded that while in-vivo enough pressure may have been exerted to result in an aneurysm on the bladder of cylinder 1. This pressure, in combination with device usage, could contribute to sufficient stress (s) to form an aneurysm on the cylinder bladder. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.